Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 466mg/dl and 575mg/dl which was treated with manual injection. Customer had symptoms like nausea, vomiting. Customer¿s current blood glucose was 363mg/dl. Customer also reports that they think insulin pump was not delivering insulin. Customer states that drive support cap was normal, there was leak or air bubbles. Insulin pump will not be return for analysis.